Manufacturer narrative:
X-ray review: post op x-ray for l2-ilium fusion show one side rod fracture. By report rod were fractured bilaterally. Also by report fusion status was complete, but surgeon elected to replace hardware. Hardware placement appears appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual review confirmed rod breakage. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface damage is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area, consistent with cyclic fatigue. Dimensional examination of the outer diameter of the rod confirms dimension is within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 869-021, 510k# k040962 and (B)(4) is cleared for the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior fusion at l2-s2al. Post-op, the left rod between the l3/4 was broken. Low back pain was observed as the result of the event. The rod was replaced and re-fixation was performed.